Event description:
It was reported that the patient was unable to get into MRI mode, upon further investigation, system diagnostics recorded high impedances on the lead. The patient still has effective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: n/a, serial: (B)(6) , batch: a000070136.

Manufacturer narrative:
Date of event estimated. Correction - section b5 - no intervention was taken on the lead; it remains implanted and functional. Therefore, decision is not reportable at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating no intervention was taken on the lead; it remains implanted and functional. Therefore, decision is not reportable at this time.